Event description:
It was reported that the pt had a micl12.6 implantable collamer lens implanted in the left eye 2006. As part of the study, the pt reported the development of a cataract and problems with light at night. The surgeon's office was contacted and reported that they do not have any record of this pt developing a cataract, however, the pt has experienced problems with light at night, which is an ongoing condition with minimal impact to the pt. The post operative va was 20/40.

Manufacturer narrative:
Eval: results: the work order search was conducted and there were no similar complaint found.